Manufacturer narrative:
The customer's complaint of leaking from a broken port could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a set was noted to be leaking from a broken port during an infusion in the or. The set was discarded and replaced and there was no harm to the patient. Although requested, no further patient or event details were provided.